Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding and cracks on the connector. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The investigation was unable to determine the cause of the failures. This issue is addressed in the instructions for use (IFU): "endoscope image disappearance and freezing (warning) ¿do not strike or drop this product. Water leakage may destroy the electrical circuitry inside the product." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.